Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient development a postoperative allergic reaction to the implant. The device was initially implanted on (B)(6) 2014. An explant procedure occurred on (B)(6) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient date of birth and weight are unknown. Date of postoperative reaction is unknown. Per facility, the complainant parts are not available for return/investigation. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report addresses four cerclage cables, part number, 611.105.01 implants. The devices in question were not sent back for evaluation, which makes a verification of the relevant dimensions impossible. The lot numbers of the involved devices were not provided, which makes a review of the manufacturing documents including raw material certificates impossible. Basically the cerclage cable 611.105.01 is made out of a cocrwni alloy according to the international standard for surgical implants iso 5832-5 (wrought cobalt-chromium-tungsten-nickel alloy) and ticp according to iso-5832-2 (unalloyed titanium). Based on the provided information and without material no further evaluation or confirmed/unconfirmed disposition is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional clarification of event description: a total of four cercl-cable w/crimp ø1.7 were implanted then subsequently explanted from the patient. This report addresses all four implants for the previously reported complaint condition.

Manufacturer narrative:
Corrected data: follow up report 1 was initially submitted with incorrect follow up number 2 on august 05, 2015. On december 19, 2019, it was requested that a follow up report with number 1 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.